Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven years and two months later computed tomography(CT) of abdomen without contrast showed that there was 34 degrees of tilt. The apex of the filter did not appear to touch the anterior wall of the inferior vena cava. There might be some inferior migration with the superior most aspect of the inferior vena cava filter lay approximately 3.2 cm inferior to the right renal vein. The prongs of the filter extended beyond the margins of the walls of the inferior vena cava with one prong extended posterior to the aorta. 15 mm of perforation for the prong extended posterior to the aorta. Therefore, the investigation is confirmed for perforation of inferior vena cava (ivc), filter tilt and filter migration. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time, post filter deployment, it was alleged that the filter tilted, migrated and struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.